Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed volume test. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of failed volume test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. There was no notable error history. The complaint was confirmed through triggering alarm and observing volume. Upon further investigation, found unit failed cassette drop test, go-no-go test, and downstream occlusion (dso) test with inability to pressurize. Replaced front piezo, latch lock, valves, and expulsor. Device passed all testing criteria post repair.